Event description:
Procedure type: living donor right side nephrectomy. According to the reporter: the instrument got stuck on the artery and did not staple, nor did it the jaws open. The surgeon had to cut the tissue loose. A second instrument was opened and the jaws but did not close again and was therefore never used inside the patient. A third instrument was used and worked properly. The patient had a full recovery. There was no blood loss of more than 250 cc, and no extension of surgery time by more than 30 minutes.

Manufacturer narrative:
(B)(4).